Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. Visual inspection noted the device has damage to an internal transistor, resulting in piezo failure. The device was assembled and a non-critical electrical component was found to be damaged. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur due to rough handling such as the handle being dropped. This failure poses no patient safety risk. The audible tones are for user information only and do not communicate patient safety related issues. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The evaluation detected an unreported condition: a knocking noise was heard during initialization. After taking apart the handle, an internal motor was found to be loose. The most likely cause could not be established from the information available. The instructions included with this device provide the following guidance: "the power handle is a precise instrument. Care should be taken to avoid dropping, improper cleaning, improper handling or sterilizing the device. These actions may shorten device life and/or lead to device failure." If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic right hemicolectomy, there was no click sound when the speed was manually changed to slow mode during the first firing in the intestinal resection. Surgeon used another device to resolve the issue. No patient injury.